Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 400 mg/dl. The customer stated that she also had a no delivery alarm. Troubleshooting was performed for the no delivery alarm. Customer was advised that the positioning of the motor may have shifted. Customer stated that the insulin exited. The customer was advised that the infusion set may be occluded. Customer was advised to change the entire infusion set. The infusion set will be returned for analysis. The insulin pump will not be returned for analysis.